Manufacturer narrative:
Batch review performed on 27.may.2021: lot 1903513: (B)(4) items manufactured and released on 18-sep-2019. Expiration date: 2024-09-08. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery performed 1 year and 6 months after the primary surgery due to a loose tibial baseplate and the cause of the loose tibial baseplate is unknown. The surgeon revised all components.